Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had an error 44450 and wants it evaluated to see if there is a board issue. No patient injury reported.

Manufacturer narrative:
Other text: one device was received for device for evaluation. Visual inspection found the device to be in good condition. The device's event history log (ehl) was reviewed for evidence of the reported problem, found ?system fault 44,510" in the log. To conduct functional testing, batteries were inserted into the device to power up. Upon power up, the reported problem was not duplicated; however, found 44510 error code in the ehl. It was determined that the defective mpu board was the root cause and was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.